Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to hospitalization with shortness of breath. Possibly device related. Crd_993 - bright EU pas patient ID: (B)(6). It was reported that on (B)(6) 2021 the patient presented with severe tricuspid regurgitation (tr) with leaflet tethering. Three triclips were successfully implanted, reducing the tr to mild. There were no complications. On (B)(6) 2024, the patient had been hospitalized for shortness of breath. Medications had been provided as treatment. There was no device malfunction reported.

Manufacturer narrative:
There was no device malfunction or adverse event. This was reported in error and has been downgraded. Codes removed: health effect-clinical code: 1816 dyspnea. Health effect- impact code: 4644 medication required;4607 hospitalization or prolonged hospitalization. Medical device problem code: 2993 adverse event without identified device or use problem. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
Crd_993 - bright EU pas patient ID: (B)(6). It was reported that on (B)(6) 2021 the patient presented with severe tricuspid regurgitation (tr) with leaflet tethering. Three triclips (tcds0202-xt, 01218u1013, 01218u1012 and 01216u1096) were successfully implanted, reducing the tr to mild. There were no complications. On (B)(6) 2024, the patient had been hospitalized for shortness of breath. Medications had been provided as treatment. There was no device malfunction reported. No additional information was provided regarding this issue. Subsequent to the initial report, the additional downgrading information was received: per physician, the event was unrelated to the device.